Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had a full system explant. It is unknown why the system was explanted. The manufacture representative was not notified or at the procedure, therefore limited information. The manufacture representative saw a recent x-ray confirming everything was removed.